Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Patient demographics requested however not provided.

Event description:
It was reported that during a saline infusion at an unspecified rate a leak was noted at the hub when connected to a spiro cap. The tubing was removed and a new set attached. There was no indication patient harm.